Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right atrial lead exhibited high-pacing impedance. The right atrial lead was explanted and replaced. The patient was in stable condition.